Manufacturer narrative:
(B)(4). Additional information: a sample evaluation was performed. A visual inspection was performed and revealed no issues that could have caused or contributed to the reported issue. Functional, simulated-use, clear-passage and leak testing did not confirm the reported event. The cause of the alarm was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed a small gap between the spike port of a transfer set and the disconnect cap when they were connecting using a uv assist device. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Same event as reported in (B)(4).